Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer was treated with manual injection. Customer was not using auto mode at the time of event. Customer did not allege insulin pump for under delivering. Customer stated that there was no leak and air bubbles. The customer declined troubleshoot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.